Event description:
According to user facility, during use with pt suction catheter was sticking to inside of tracheostomy tube. User facility reported difficulty with sizes 10 and 12 suction catheters. No emergent tracheostomy tube change or adverse effects to pt reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a f/u report detailing the results of the eval.